Event description:
The procedure was a percutaneous nephrolithotomy. Went to deploy a zero tip ureteral stone basket to retrieve stones, and it didn't open and close the way it should. Another basket had to be opened.